Event description:
It was reported that a spectrum pump displayed " air in line alarmed, but there was no evidence of air in line" during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported false air-in-line messages, which were not confirmed or reproduced during evaluation. An air-in-line test was performed per the spectrum preventive maintenance procedure with the unit passing. No related malfunction could be identified.